Event description:
The customer reported that the device had a persistent red x and chirping on the device with a service required message. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.